Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the insulin pump's display was solid white. The customer's blood glucose level was 130 mg/dl. The customer reported no reports of insulin pump screen flashing when screen was turned on after being in sleep mode. The customer was advised to discontinue the use of insulin pump and revert to backup plan. The device will be returned for analysis.